Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: device was not returned however photos of the explanted devices were provided which indicated that blood stains and dark material on the shell. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is mechanical failure and breakage of a tha ceramic femoral head and liner necessitating revision surgery to a polyethylene insert and cocr femoral head 11 years later. A subsequent revision surgery became necessary as well. No details as to the cause of the subsequent failure and revision were available for review other than a copy of an ap pelvis xray demonstrating a right tha surrounded by a significant amount of heterotopic bone. On this xray the femoral head is eccentrically located within the acetabulum consistent with advanced polyethylene wear. There are focal islands of bony demineralization and lucency consistent with peri-prosthetic osteolysis around the acetabular component most likely indicating loss of fixation." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event for loosening was confirmed as per the provided medical review, however, a root cause was not determined as the device was not returned for evaluation. The consulting clinician indicated that there are focal islands of bony demineralization and lucency consistent with peri-prosthetic osteolysis around the acetabular component most likely indicating loss of fixation. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to pain. Primary implant (B)(6) 2005, revised (B)(6) 2016, and revised again (B)(6) 2017. Patient retained implant. The clinician review concluded: there are focal islands of bony demineralization and lucency consistent with peri-prosthetic osteolysis around the acetabular component most likely indicating loss of fixation."